Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a ventral hernia repair procedure on (B)(6) 2016 and absorbable straps were used. During the procedure, the tacks would not penetrate and do not seem to be sticking. Another like device was used to complete the procedure. Additional information has been requested.